Event description:
Patient reported the infusion device displayed an error 10 (low cartridge warning) and the cartridge was still half full. He is unsure if he reset the insulin counter during the last cartridge change in 2006. Patient also reported unexplainable high blood glucose levels of 500 mg/dl. He is a brittle diabetic and his normal level is around 150 mg/dl. He has had symptoms of "not feeling well" and flushed faced. The patient immediately changed his insulin cartridge, infusion set, and injected 10 units of insulin to lower his blood glucose. During the time of the phone call, his blood glucose level was 171 mg/dl. Patient changes his headset every 3-4 days and notices a lot of air bubbles in the tubing during priming. He was advised to prime until air bubbles are gone. The patient did not report assistance by a healthcare professional or second party to address the issue. No product will be returned.

Manufacturer narrative:
No product will be returned for evaluation.